Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 11/03/2018, that on (B)(6)2018, the patient experienced a loss of connection. Data was provided for evaluation. The reported event of loss of connection was confirmed via data. The root cause was determined to be the transmitter and app were unable to establish a connection.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient did not receive readings on the dexcom device. No additional patient or event information is available. No product or data were provided for evaluation. The complaint confirmation could not be determined. A root cause could not be determined.